Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, users were unable to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, users were unable to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to login. A technical support specialist dialed into the server and reviewed web application logs, verified that some users were receiving - unable to authenticate errors. Checked one of the devices (pyx-d8se) since no specific device was mentioned and found no errors. Users were successfully validated and able to log in. Requested confirmation of the exact device and username, but the customer was not aware of a specific user experiencing issues. The only information provided was that all users were unable to access the machines at that time. From the tss end, everything appeared to be functioning correctly. Customer confirmed the issue was resolved. The system functioned as intended after the issue was resolved.